Event description:
During the index procedure the patient had a 2.5 x 24 mm endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the lad. Approximately (B)(6) months post the index procedure, the patient was hospitalized due to a myocardial infarction and subsequently expired. The investigator assessed that the event was possibly related to the study device. Cause of death was assessed as myocardial infarction.

Event description:
Additional information received conveyed that the previously reported death was also due to coronary artery disease (cad).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi, death).